Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured twice because the depth was shallow and the valve dislodged aortic due to heart motion and hypertrophic ventricular anatomy. The third placement attempt was ideal and the valve was deployed. Upon removing the delivery catheter system (dcs) the valve dislodged aortic. It was noted that per the physician, there was not interaction between the valve and the dcs and the dislodge was believed to be due to heart motion, hypertrophic ventricular anatomy and potentially premature ventricular contractions (pvc). The valve was snared into the ascending aorta. Another dcs and valve were prepared, but no further implant attempts were made. The procedure was aborted due to the potential for the same result because of the patient factors.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro+ delivery catheter system (dcs), product ID: d-evprop34us, lot: 0010866032, use by date: 2023-09-24, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured twice because the depth was shallow and the valve dislodged aortic due to heart motion and hypertrophic ventricular anatomy. The third placement attempt was ideal and the valve was deployed. Upon removing the delivery catheter system (dcs) the valve dislodged aortic. It was noted that per the physician, there was not interaction between the valve and the dcs and the dislodge was believed to be due to heart motion, hypertrophic ventricular anatomy and potentially premature ventricular contractions (pvc). The valve was snared into the ascending aorta. Another dcs and valve were prepared, but no further implant attempts were made. The procedure was aborted due to the potential for the same result because of the patient factors. No additional adverse patient effects were reported. Additional information was received reporting that a pre-implant balloon aortic valvuloplasty (bav) was performed with (non-medtronic) 22 millimeter (mm) balloon.